Event description:
Pt complained of thirst after pt had been on treatment for about one hour. Pt was given water but symptoms persisted. Pt off treatment to go to the restroom & upon pt's return a blood sugar with a result of 280. Pt began to complain of feeling sick & "tightness of chest" 2 hours & 10 minutes into treatment. Pt refused oxygen & pt was taken off treatment. Pt's primary nephrologist was called & notified of event. Pt was not to continue treatment & return next scheduled day. Pt left unit stable & pt felt better. Pt to call m.d. With any further complaints.